Manufacturer narrative:
On (B)(6) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse learned that the peek tubing snapped in half while the customer was trying to replace the filter. The fse sent tubing for monday am delivery which was replaced by the customer and returned the instrument to normal operation. The g8 analyzer is functioning as intended with all errors cleared. There was no further action required by fse. The most probable cause of the reported event was due to defective peek tubing. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported tubing failure with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.